Event description:
It was reported that the right ventricular lead was replaced due to a fracture of the rv coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5072-45 lead: implanted (B)(6) 1999. (B)(4).